Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used sample was received for the evaluation. Upon a visual evaluation of the sample, it was noticed that the reported issue is not related to the feeding set manufactured by cardinal health. The farrell gas bag is not a component of the feeding bag. Therefore, the reported condition is not confirmed. A corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak at the spike set connection.